Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: a review of the pump¿s black box showed that cs 076 errors occurred. During investigation, the pump was unable to complete the rewind step successfully; the cs 076 occurred consistently during testing. Unrelated to the complaint, investigation revealed the keypad to be functioning intermittently, then was unresponsive at the end of testing. A test keypad did not function. The pump was opened and there was evidence of moisture or other corrosive agent on the printed circuit board and on the exposed test point pads.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.